Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with cracks and scratched on lcd lens screen. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. According to the investigation, the customer reported problem was duplicated multiple times during functional test. The reported issue was caused by defective and inoperable air detector sensor. The faulty air detector was replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant air in line alarm with primed set". No adverse effects reported.

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.